Event description:
The patient reported he was no longer receiving stimulation and was unable to communicate with or charge his ipg. Also, the patient programmer displayed a communication error message. The patient also indicated he experienced overstimulation at the ipg site prior to loosing stimulation. The sjm representative is to meet with the patient as surgical intervention may be taken at a later date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.